Manufacturer narrative:
The presence of the fyb antigen was confirmed on retention panoscreen I, ii, and iii, lot 31362. The customer did not submit sample for investigation testing. The possibility the event is related to the nature of the specimen cannot be ruled out. The package insert for panoscreen I, ii, and iii states: "negative reactions will be obtained if the test serum contains antibodies present in concentrations too low to be detected by the test method employed."

Event description:
Customer reported unexpected negative reactions with homozygous fyb cell, cell #I, of panoscreen iii, when testing a patient sample with a history of anti-fyb. Peg was used as a potentiator.